Event description:
It was reported that the patient received an inappropriate shock due to sensing noise. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. The manufacturer did receive performance data collected from the device and the data were analyzed. There was one ventricular nonsustained tachycardia episode of 210 ms on (B)(6) 2011. The ventricular short interval count was 10.1 counts on average per day in 2.67 days between (B)(6) 2011.